Event description:
It was reported that a home patient (hp) experienced a breach in aseptic technique during initial drain of peritoneal dialysis therapy. The care giver stated that the home patient (hp) had their transfer set open while disconnected with no mini cap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where a home patient experienced a breach in aseptic technique by improperly disconnecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.